Event description:
It was reported the doctor drilled the hole, implanted a screw and when tightening down the screw, the head sheared off. The body of the screw remains in the patient. Doctor successfully implanted the remaining screws.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.